Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level and low blood glucose. Customer¿s blood glucose level was 460 mg/dl at the time of incident for high blood glucose and 35 mg/dl for low blood glucose. Customer¿s other blood glucose levels were 300 mg/dl to 600 mg/dl and 600 mg/dl. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.